Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump was emitting call service 064 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2: date of submission 02/17/2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2017 with the following findings: a review of the black box showed no call service 064 alarms. The pump information from the date of the complaint was overwritten. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no call service alarms. The pump was opened to find no evidence of moisture inside. Unrelated to the original complaint, the display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.